Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The exact expiration date is unknown, however it was reported that the device was not used past it's expiration date.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after capturing a stone, an attempt was made to remove the basket. However, the basket tip detached into the common bile duct. No other visible issues were noted to the basket. The basket was removed from the patient and the procedure was completed with a different device. It is not currently known if the basket tip was retrieved from the patient or was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information: the tip of the basket was not retrieved, it was left inside the patient to pass naturally. Reportedly, the device was inspected/tested prior to use and no anomalies were noted.